Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c iol. The event description provided by the healthcare facility states "trailing haptic caught in inserter and sheared of - lens had to be cut out".

Manufacturer narrative:
The documentation received from the healthcare facility states that haptic breakage occurred during surgery on (B)(6) 2014. Rayner received notification of this incident from the us distributor on (B)(6) 2014. The healthcare facility reports that the "lens had to be cut out". The c-flex 570c iol was explanted in the original planned surgery session. The healthcare professional has confirmed that the pt was not injured as a result of this event. The explanted lens was not retained by the healthcare facility as the pt tests (B)(6).